Event description:
It was reported that during a stoma closure procedure the instrument could not be removed from tissue. The instrument had to be cut out. No negative consequences for the patient. Surgery could be finished successfully.

Manufacturer narrative:
(B)(4). Information was not provided by contact. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.